Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The integrated electrosurgical unit (iesu) was replaced to resolve the reported issue. The system was tested and verified as ready for use. Isi received the iesu to perform failure analysis and did not confirm the customer reported issue. The iesu was analyzed and found to both energize and cauterize with all ports recognizing instruments.

Event description:
During a da vinci-assisted radical cystectomy (with ileal conduit) surgical procedure, an intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted to report that the customer was unable to fire monopolar energy using the integrated electrosurgical unit (iesu). The tse reviewed the system log and confirmed the presence of iesu errors m-02, c-82, and 3-72. The customer retrieved and utilized a third-party generator to continue the procedure as planned with no reported injury.